Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh excision on (b)(6 2008. It was reported the patient underwent dyspareunia secondary to vaginal introitus constricting leva to muscle band on (B)(6) 2008. It was reported that the patient underwent hysterectomy on (B)(6) 2009. It was reported the patient underwent excision of vaginal mesh on (B)(6) 2010.